Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and bent; presence of residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm vticm5_13.7 implantable collamer lens, -11.0/+1.5/073 (sphere/cylinder/axis) in the patients left eye (os) and the lens tore/broke during delivery into the eye. The lens was removed within the same surgery, with no patient injury. The lens was exchanged with another same model/diopter lens on (B)(6) 2018. The reporter indicated the cause of the event was unknown.